Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose (bg) reached 445 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. Patient reported having "blurry vision" and felt "light headed." Subsequently, an ambulance was called and patient was taken to the hospital. A diagnosis of diabetic ketoacidosis was made and patient was treated via administration of 8 units insulin. Further information is not available, despite attempts to gain further information. It should be noted that the patient's bg was "normal" on the morning of the event, however, reached 200 mg/dl after lunch and began to climb, thereafter. After treating elevated bg of 423 mg/dl with a new pod, patient then reported said "blurry vision" and feeling "light headed" symptoms. This prompted a relative to call an ambulance. Bg measurement of 445 mg/dl was reported at the time the ambulance was called.